Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not confirm nor replicate the customer reported complaint. Inspection of the returned instrument did not find the yaw pulley cracked or broken. However, the instrument was found to have thermal damage on the yaw pulley. The conductor wire was not damaged. The instrument passed an electrical continuity test. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .045 - .187 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) plastic housing tip had a crack in plastic. There was no report of patient involvement with this event.